Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger button was found to be slightly rotated around 30 degrees. It was also noted that the trigger becomes jammed when it is pressed to the end position. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to damage caused by dropping or improper storage, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported from (B)(6) that the battery device lost charge immediately when going into the battery oscillator handpiece devices. According to the report, the battery devices were not charging in the charger as the red triangle sign was displayed. During in-house engineering evaluation, it was observed that the trigger button was found to be slightly rotated around 30 degrees and became jammed once it was pressed to the end position. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.